Event description:
Hosp advised that a 2000 unit bag of heparin was hung and set up to infuse at a rate of 20ml/hr on chanel b. The bag emptied in approx 5 hrs. The nurse observed that the pump was freeflowing when she was disconnecting the tubing. There were no pt consequence.